Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, the tactile gripper was unable to raise while performing simultaneous gripper actuation. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy and the procedure was terminated. The tr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.